Event description:
It was reported that the device was in back-up mode. A software download failed. A back-up status report indicated that the device was at eri. The measured battery data in january 2006 was 2.67 v, 17 ua, 3.7 kohms with an estimated longevity of 7 months. A subsequent attempt to perform a download failed.